Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse evaluated the iabp and reviewed the error logs. Errors were found in the pneumatic interface module (pim) test. The pim was replaced and tested. There were no further issues noted. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had repeated gas losses reported. The iabp was replaced with another. No patient harm, serious injury or adverse event was reported.